Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed for delivery of an unspecified concentration of levosimendan in 5% dextrose, with a dose of 0.05 mcg/kg/min, at a rate of 6 ml/hr, with a vtbi (volume to be infused) of 250 ml, for a duration of 18 hrs, with a container size of 250 ml and delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the patient's status was deteriorating. No specific details were provided. At that time, the device was reprogrammed to deliver at a dose of 0.1 mcg/kg/min, at a rate of 12 ml/hr, and the delivery was restarted. After an unspecified length of time, it was reported the patient became hypotensive. No specific values were provided. At that time, the device was reprogrammed to deliver a decrease dose of 0.05 mcg/kg/min, at a rate of 6 ml/hr and the delivery was restarted. On (B)(6) 2013, at 0800, the customer contact reported the patient's condition had not improved. At this time, the nurse and physician noted a volume of 230 ml remained in the levosimendan container instead of an unspecified expected volume remaining. The nurse reported that patient had received approximately 20 ml of medication in 48 hours. At that time, the nurse reported the patient's heart rate was 30 beats per minute (bpm), and the patient had acute renal failure and "heart disease." The device was removed from clinical service. Therapy was resumed using a replacement pump. The patient was transferred to the intensive care unit (ICU). The customer contact reported the patient's condition as stable in the ICU. The customer contact reported the patient's condition improved and that no renal dialysis was needed. On (B)(6) 2013, the patient was discharged from the hospital. The customer contact indicated patient's discharge was 5 days later than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).